Event description:
Baxter reported, "povidone iodine leaked from the connection between a transfer set and minicap." There was no patient injury or medical intervention reported by baxter.

Manufacturer narrative:
A sample has been requested for evaluation.